Manufacturer narrative:
B3- corrected to unk in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information:h3- device evaluation: lens was returned in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and residue on the lens. The lens is a fuschia color.claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.